Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases returned one other result against the ceramic liner and the femoral stem. Review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. No other reports were identified in the search of the complaints databases against the remainder of the product/lot code combinations. Review of provided patient x-rays and medical records by the depuy legal nurse finds evidence to confirm the reported ceramic liner fracture. The cup shows good positioning at approximately a 45 degree abduction angle, but there is obvious cortical hypertrophy at the lateral diaphysis of the right femur with significant lucency surrounding the entire stem and within the greater trochanter. There appears that there may also be some pedastal formation as well. A leg length discrepancy is also noted. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update - nov 4, 2013: product added to complaint for loosening.

Manufacturer narrative:
This complaint is still under investigation.